Event description:
It was reported that the battery was only lasting three days. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the mother board.